Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a dull pain at the pocket/implant site and noted the device moves when touched. No troubleshooting performed, the patient was told to try turning the device down to see if that helped and was advised to follow up with their healthcare provider (hcp). The issue was not resolved at the time of the report and it is unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.